Event description:
Customer reported that the piston rod stopped during rewind, the pump display went blank, and the pump began beeping. After changing batteries, restarting, and placing the pump into run mode, customer checked the pump error data and discovered there was no error that happened at the time the display went blank. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.